Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, it was discovered that the power brick was defective. The root cause of the defective power brick cannot be positively determined. No adverse event resulted from the defective power brick. The pt received a replacement charger/modem.

Event description:
The pt svc rep (psr) assisting (B)(6) female pt contacted zoll customer support to report that the pt's charger/modem was unable to power on. The pt was issued a replacement charger/modem.